Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturing reference number: 2017865-2022-04881. Related manufacturing reference number: 2017865-2022-04882. It was reported that the patient presented with a pocket infection. There is no allegation from a health professional that suggests the infection was related to the biventricular implantable cardioverter defibrillator (ICD) system. The ICD, right ventricular and left ventricular leads were explanted. The patient was in stable condition.